Manufacturer narrative:
Device evaluation: the lens was not returned to the manufacturer for evaluation. The lens remains implanted. Therefore, visual inspection could not be performed. The reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The lenses were released according to specifications. A complaint history search was performed and it revealed that this is the only investigation request issued for this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the results of the investigation there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If explanted, give date: not applicable, as the lens is still implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a surgeon has a patient with bilateral z9002 intraocular lenses (iol), who has a concern over the appearance of a "film" developing on the periphery of both iols. The customer describes the lens as having a yellow color on the surface, on both posterior and anterior, but the middle is clear. The lens remains implanted, no complications, no vitrectomy or incision enlargement were reported. Patient visual acuity: pre op va: 20/40 both eyes, post op va: 20/20 both eyes, current va: 20/40, 20/30. Since both eyes were affected, 2 mdrs will be filed. This report will capture the left eye.